Event description:
Patient originally came in for thoracolumbar fusion last week. She returned to surgery the same day, this visit due to left legpain/weakness and back pain. The pedicle screw in left sacral one had loosened.